Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the back of auxiliary drawer 6 was checked to find the latch sensor had come loose. A field service engineer secured it back into place, all functions returned to normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary encountered a drawer failure and was unable to recover it. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.